Manufacturer narrative:
Concomitant medical product: 419488 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity of the cardiac resynchronization therapy defibrillator (crt-d) was lower than expected. The device remains in use. No patient complications have been reported as a result of this event.